Event description:
It was reported by dealer that he has to spin the fan in order to get the compressor to engage on the irc5p concentrator, otherwise will not work. Patient was using the unit. This is a rental unit, 12100 hours and no additional information.